Manufacturer narrative:
Neuronetics' social media monitor reached out to the person who posted the alleged adverse event. However the person did not respond to the request and therefore a thorough investigation could not be conducted to confirm the allegations. Neuronetics is reporting out of an abundance of caution.

Event description:
Individual commented on neuronetics social media ad that tms stated "made me more depressed".